Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. The insulin pump was unable to perform a displacement test due to failed battery test alarm. No button error alarm noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. The insulin pump was received without battery cap. No broken belt clip slot noted. The insulin pump cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case on the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that they received a button error alarm. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that the insulin pump was dropped prior to the event. The customer mentioned that the battery cap was damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.